Manufacturer narrative:
The insulin pump was received motor error alarms during rewind due to corroded motor home switch. The insulin pump passed the unexpected restart error test. No unexpected restart alarms occurred. The insulin pump had intermittent button response due to corroded keypad trace. The insulin pump had cracked case above corners of display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 285 mg/dl. Troubleshooting was not performed. The device was returned for analysis.